Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that primary audible alarm post error were recorded in history. During analysis, the reported issue was able to be duplicated. High profile c9 was partially broken off from interconnect board. Service replaced the interconnect board. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.